Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaw did not open after the first firing. The jaw was articulated. The deployed staples were b-formed shaped. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.